Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose level was not impacted as the customer was using the pump with saline. Troubleshooting was not performed with tandem's technical support.